Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that high lead impedance was observed and that th lead was replaced. The patient was in a good condition before and after the operation.